Manufacturer narrative:
Batch review performed on 05 december 2016. Lot 146600: (B)(4) items manufactured and released on 13 january 2015. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had been experiencing anterior knee pain. The patient's leg was slightly hyperextending. Therefore, the surgeon resurfaced the patella and increased the poly insert from a 10mm to a 12mm.